Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6).

Event description:
The customer observed falsely decreased architect carbon dioxide results for one female patient. The patient¿s samples are higher by the blood gas analyzer (gem). The customer provided the following data: all samples are from the same patient tested on different days: (B)(6) 2025: sid (B)(6) architect result = 15. (B)(6) 2025: sid (B)(6) architect result = 10. Sid (B)(6) gem result = 33. (B)(6) 2025: sid (B)(6) architect result = 7. Sid (B)(6) gem result = 32. (B)(6) 2025: sid (B)(6) architect result = 5. (B)(6) 2025: sid (B)(6) architect result = <5. Sid (B)(6) gem result = 33. (B)(6) 2025: sid (B)(6) no results provided. Sid (B)(6) gem result = 36. Historical data: (B)(6) 2025: sid (B)(6) architect result = 25. (B)(6) 2025: sid (B)(6) architect result = 26. Sid (B)(6) gem result = 32. (B)(6) 2025: sid (B)(6) architect result = 26. Sid (B)(6) gem result = 32. (B)(6) 2025: sid (B)(6) architect result = 24. Normal reference range is 22-32 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the reagent lot 66828uq08 performs as expected for the product. The ticket trending review did not identify any increased complaint activity for the product for the complaint issue. A review of the device history record did not identify any non-conformances or deviations associated with the reagent lot and the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency of the architect carbon dioxide reagent lot 66828uq08 was identified.

Event description:
The customer observed falsely decreased architect carbon dioxide results for one female patient. The patient¿s samples are higher by the blood gas analyzer (gem). The customer provided the following data: all samples are from the same patient tested on different days: (B)(6) 2025: sid (B)(6) architect result = 15. (B)(6) 2025: sid (B)(6) architect result = 10. Sid (B)(6) gem result = 33. (B)(6) 2025: sid (B)(6) architect result = 7. Sid (B)(6) gem result = 32. (B)(6) 2025: sid (B)(6) architect result = 5. (B)(6) 2025: sid (B)(6) architect result = <5. Sid (B)(6) gem result = 33. (B)(6) 2025: sid (B)(6) no results provided. Sid (B)(6) gem result = 36. Historical data: (B)(6) 2025: sid (B)(6) architect result = 25. (B)(6) 2025: sid (B)(6) architect result = 26. Sid (B)(6) gem result = 32. (B)(6) 2025: sid (B)(6) architect result = 26. Sid (B)(6) gem result = 32. (B)(6) 2025: sid (B)(6) architect result = 24. Normal reference range is 22-32 mmol/l. No impact to patient management was reported.